Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as an unspecified touch contamination. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with 1000mg of vancomycin, intraperitoneally (ip) and received the same treatment again three days later. On the same day as onset, the patient also began treatment with cipro (ciprofloxacin) ip, 500 mg daily for one week. On an unreported date, the patient was recovered from the peritonitis. On an unreported date, the patient was retrained on proper aseptic procedure for performing pd therapy. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.